Event description:
During a follow-up, the device was found to be at elective replacement indicator (eri) sooner than prior longevity estimation. Premature depletion of the battery was suspected. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of decreased longevity was confirmed. Based on the information provided, it was determined that the frequent usage of the device lead to a more conservative longevity calculation, hence a lower time to eri. The behavior is expected per system design. The reported event of longevity anomalies and premature discharge of battery was not confirmed. The device was received with normal output and telemetry communication. Electrical and mechanical tests performed indicated normal device functionality. Longevity assessment found the device was implanted for 8.74 years and the battery was still at normal voltage level, with appropriate remaining projected longevity.